Manufacturer narrative:
Device malfunction occured but not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that patient diagnostics test at an office visit, resulted in high lead impedance, indicating possible lead discontinuity. It was also reported that the patient no longer felt device stimulation. Ap and lateral x-ray views of neck and chest evaluated by manufacturer. Lead discontinuity was visualized near the negative electrode. Revision surgery is likely.